Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received multiple pump error. The customer¿s blood glucose level was 180 mg/dl. The customer was assisted with rewinding the insulin pump and clearing alarm, alarm did not occur during rewind. The customer was assisted with self test and the test did not pass. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and self test. No software error or hardware low level failures noted during testing. However, the formatted history file confirmed software error alarm (line number = 238 ; file number = 28) and hardware low level failures (variableinfo = 16), isolated to the electronic assembly.